Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_966 - portico ng approval study, patient site ID: (B)(6).it was reported that on 15 november 2022, a 35mm portico ng was selected for implantation. Patient had a baseline of normal sinus rhythm with 1st degree atrioventricular block (avb). During the procedure, after pre-balloon valvuloplasty, electrocardiogram (ECG) showed that the patient had developed bundle branch block. The valve was implanted at 3mm, after which the patient developed complete heart block. It is believed that the arrhythmia worsened due to the implantation of the device. After the device was implanted, the patient had became hypotensive. Chest compressions and medications were administered and the patient was stable. On 16 november 2022, a pacemaker was implanted into the patient. On 17 november 2022, a chest x-ray revealed that the patient had a left fluid pleural effusion. No treatment was administered. On the same day, it was noted that the patient was experiencing thrombocytopenia, with a platelet count that dropped from 170 to 77. No treatment was administered. The patient is discharged and stable. No additional information was provided.

Manufacturer narrative:
An event of heart block after the navitor titan valve was placed was reported. It was also reported that the patient became hypotensive and had left fluid pleural effusion. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the valve was implanted at the correct depth of 3mm, that it was unknown if calcification extended beneath the aortic annular plane in the interventricular septum and that the patient's baseline rhythm was normal sinus rhythm with 1st degree atrioventricular block. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. The root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.